Event description:
A report was received that the patient underwent explant procedure due to non device related surgery resolving the patient's pain issues. No device malfunction suspected.

Event description:
A report was received that the patient underwent explant procedure due to non device related surgery resolving the patient's pain issues. No device malfunction suspected.

Event description:
A report was received that the patient underwent explant procedure for unknown reason. No device malfunction suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2208-70, serial #: (B)(4), description: st linear lead 70cm.

Manufacturer narrative:
.